Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021138103). The staphylococcus aureus isolate was also tested using cefoxitin disk diffusion, pbp2a, and meca/mecc pcr test methods; all assays obtained a result of negative. The customer noted there was a delay of twenty-four hours; however, there is no indication or report from the laboratory that the discrepant result or delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021138103). The staphylococcus aureus isolate was also tested using cefoxitin disk diffusion, pbp2a, and meca/mecc pcr test methods; all assays obtained a result of negative. A biomérieux internal investigation was initiated; however, the isolate was not available for submittal. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. Vitek® 2 ast-p652 cards, lot 8021138103, met final qc release criteria. This lot passed qc performance testing. See section h10.